Event description:
It was reported that this right ventricular (rv) lead delivered an inappropriate shock due to a lead fracture discovered via x-ray test. The lead also exhibited oversensing. This lead was replaced and is not expected to be returned as it was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.